Event description:
Customer reported a current low blood glucose level with the lowest value at 50 mg/dl. Cause was not known. Customer consumed carbohydrates as a treatment. Customer was advised to consult a healthcare professional for further discussion.